Manufacturer narrative:
Corrected: b5 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead issues caused mode switches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and dizziness when bending over. The right atrial (ra) lead exhibited high thresholds, high/undefined impedance, noise and possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.